Event description:
It was reported to philips that defective image disks in the x-ray pc prevented system use on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray pc and restored the backup; the system was tested and returned to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).